Manufacturer narrative:
The service inspection found the front left castor on the trolley cart was broken off/sheared. The trolley cart was repaired to specifications and returned to the asset stock. A review of the assets repair history showed the trolley cart was last serviced on december 6, 2018; no problems found/inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, one of the castors on the asset trolley us set 3 was found broken/sheared off. There was no reported allegation of a malfunction associated with the device and no patient or user involvement was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned no conclusions was provided due to a lack of evidential materials dictates meaningful investigation and resultant plausible conclusion is not possible. Olympus will continue to monitor complaints for this device.